Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented for device upgrade and elective explant of the rv lead. No electrical anomalies were detected on the lead. During explant, the laser tore the svc and the physician was unable to repair the tear. The patient expired during the procedure.